Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted in the proximal lad. Approximately 3 weeks later, patient was re-admitted to hospital with unstable angina and myocardial infarction. Mi was reported to be an acute non-stemi. It is unknown if the target lesion was involved, location is reported as non-determinable. Investigator assessed the event as a non-q-wave mi. Repeat angiogram showed good result of study procedure. Temporary re-occlusion of target lesion cannot be excluded, but was not shown on the angiogram.

Manufacturer narrative:
Eval - results: (mi).